Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: a product investigation was conducted. Visual inspection: the viper2 rod holder, advanced (product code: 286735200; lot: mi28385) was returned to cq west chester for investigation. During visual inspection it was observed that green silicone handle of the rod holder was broken. No other issues were identified on the device. Dimensional inspection: the relevant dimensions cannot be measured due to post manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured version of drawing for the part were reviewed. Conclusion: the viper2 rod holder, advanced (product code: 286735200; lot: mi28385 was confirmed to be broken, hence the overall complaint condition was confirmed. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A review of the receiving inspection (ri) for rod holder adv (inc. Rod bolt) was conducted identifying that lot number mi28385 was released in a single batch. Batch1: lot qty of (B)(4) units were released on 11 apr 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6) 2021, the green handle of the viper 2 system rod holder, advanced has broken off. No fragments were generated and surgery was completed successfully with another available instrument. There was no surgical delay and no adverse patient harm. Patient outcome was good, as intended. This report is for one (1) viper2 rod holder, advanced. This is report 1 of 1 for complaint (B)(4).